Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle is not attached to the thread. This issue occurred with two sutures. The event occurred prior to use on the patient.

Manufacturer narrative:
Investigation samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,080 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.